Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced halos at dusk, sensitive to light, scattered light phenomena in the dark in left eye after lasik surgery. Symptoms were continuing. Preoperatively the patient had sicca syndrome (dry eye), due to that the surgeon unable to made clear statements of quality of the measurements. There are two related reports for this patient. This report addresses the patient's sl, left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record at the latest instance of the preventive maintenance. It was reported by a local clinical application specialist that a patient presented with scattered light phenomena in the dark after being treated with a device for the first time and re-treated. The scattered light phenomena were reported to be persistent. Per the assessment of the clinical data such as treatment reports and diagnostic data, the local clinical application specialist concluded that the therapy was unsuccessful as the patient may have higher order imaging errors. Furthermore, the provided patient data shows that the patient has sicca syndrome. Due to the dry eyes, the quality of the diagnostic measurements used for treatment planning may be impacted and resulted in an incorrect measurement of the eye. No issues were identified on the four performed treatments. The root cause for the customer's reported event could not be determined conclusively based on the provided information. However, no indication of a device malfunction was identified the manufacturer internal reference number is: (B)(4).